Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "according to "dr. (B)(6).", the ij was visualized under ultrasound and guidewire was placed without any difficulty. The hemodialysis catheter was advanced over the guidewire and blood return was noted into the catheter. However, when he pulled the wire to remove it, the wire sheared and broke. Under ultrasound guidance he did notice guidewire extending into the subcutaneous tissue and consulted ir to remove the remaining piece." There was no delay to therapy. No patient injury or consequence was reported. The patient's current condition is reported as "okay".

Manufacturer narrative:
(B)(4). The customer returned one guide wire and lidstock for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was returned severely coiled towards the distal end. The guide wire was also unraveled from the distal end. Further analysis revealed that the distal weld had detached from the core and coil wires and was not returned for analysis. This confirms that the guide wire was separated. Microscopic examination confirmed the damage and revealed that the distal j-bend was slightly misshapen. A full visual analysis could not be performed on the separated portion of the guide wire nor the catheter as they were not returned for analysis. The guide wire length from the proximal weld to the point of separation on the core wire measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. This indicates that the core wire separated directly adjacent to the distal weld. The core wire outer diameter measured 0.84mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. A full functional analysis could not be performed due to the severity on the returned guide wire and without the catheter also returned for analysis. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated guide wire was confirmed through examination of the returned sample. The guide wire core and coil wires were separated from the distal weld. The separated portion and the catheter were not returned for analysis. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "according to "dr. (B)(6)", the ij was visualized under ultrasound and guidewire was placed without any difficulty. The hemodialysis catheter was advanced over the guidewire and blood return was noted into the catheter. However, when he pulled the wire to remove it, the wire sheared and broke. Under ultrasound guidance he did notice guidewire extending into the subcutaneous tissue and consulted ir to remove the remaining piece." There was no delay to therapy. No patient injury or consequence was reported. The patient's current condition is reported as "okay".